Event description:
Reporter indicated that vns pt has experienced an increase in seizures. It was reported that the pt experienced some seizure control after vns implant, but that the seizures were worse again after a period of time. There have reportedly been many changes to device settings along with several medication changes. The pt reports that recently, when they raise their arms in an effort to give someone a hug, the motion seems to trigger seizures.